Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced motor error on her insulin pump. Customer stated that she got the no delivery alarm , changed site and her blood glucose was over 400 mg/dl, she changed site again ang got the motor error alarm. Blood glucose level was 479 mg/dl. Performed troubleshooting on motor error. Customer was able to rewind the pump and no motor position encoder error alarm (e70) in the history. Troubleshooting on high blood glucose was not performed. Advised customer to discontinue use of insulin pump and treat high blood glucose per healthcare professional's recommendation. Insulin pump is being replaced and return.